Manufacturer narrative:
H6. Health effect - impact code continued: f2203 - imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, lump/nodule-ndr.

Event description:
Healthcare professional reported right side "intracapsular rupture" and "nodules of benign probability in both breasts (suggestive of fibroadenomas)." The event of "nodules of benign probability in both breasts (suggestive of fibroadenomas)" is not device related. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: broken observed assessed as unidentified (tear)opening. (Shell thickness was within specification). Missing shell assessed as inconclusive. ¿ lump/nodule-ndr: unable to observe as it is not related to the device. Additional observations: no other observations observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side "intracapsular rupture" and "nodules of benign probability in both breasts (suggestive of fibroadenomas)." The event of "nodules of benign probability in both breasts (suggestive of fibroadenomas)" is not device related. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6 photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ lump/nodule-ndr: not applicable as the event is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side "intracapsular rupture" and "nodules of benign probability in both breasts (suggestive of fibroadenomas)." The event of "nodules of benign probability in both breasts (suggestive of fibroadenomas)" is not device related. Device has been explanted and replaced with a non-allergan device.